Event description:
It was reported that "the handle was blocking from sitting in the seat. The hand bar was preventing ability to get on the seat causing a fall issue. Then a cut on the hand occurred when reaching underneath the seat. The seat straddled the tub edge so not being able to sit inside the tub.".

Manufacturer narrative:
It was reported that "the handle was blocking from sitting in the seat. The hand bar was preventing ability to get on the seat causing a fall issue. Then a cut on the hand occurred when reaching underneath the seat. The seat straddled the tub edge so not being able to sit inside the tub." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.